Event description:
An integrity test showed that the internal device was functioning properly. Despite multiple attempts to eliminate facial nerve stimulation through reprogramming, this pt elected to be explanted.